Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information received on the patient implant form, on (B)(6) 2020 a top hat size 27 was implanted into the patient. On (B)(6) 2021 the top hat size 27 was removed and a top hat size 25 was implanted. No allegation of a device malfunction or serious injury was received from the site regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device is not available for return, no further investigation can be performed. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified. Should further information be provided a follow up report will be sent.